Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code tubing connector detached from infusion set (cannula part/base piece). The batch 5404406 in question was manufactured at the reynosa site. Complaint investigation photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 5404406 have already been previously tested for visual inspection in the (B)(4) on 29/oct/2023. The reference samples were visually inspected. The test results were found within specifications as per the test report database (B)(4) complaint test report. Functional static test 1 according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 5404406 was manufactured according to the wi version 88 manufactured in the line multivac 10, on 08/nov/2022, with a total of (B)(4) units. The gluing tube lot 5396336 was manufactured according to the wi version 54 manufactured in the machine sc05 and sc06, on 04/nov/2022, with a total of (B)(4) units. The gluing tube lot 5396337 was manufactured according to the wi version 54 manufactured in the machine sc05 and sc06, on 05/nov/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 13/mar/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 5404406 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country : china.

Event description:
Reference number (B)(4). Event occurred in china. On (B)(6) 2024, patient faced tubing detachment from infusion set. No further information available.